Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 3 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90 cm, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 8081547.

Event description:
It was reported that the patient experienced ineffective therapy and unintended muscle cramps/spasms following a fall. Reprogramming has been unable to resolve the issue. Surgical intervention may take place in the future to address the issue. It is unknown which leads caused/contributed to this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.